Event description:
Patient in surgery for partial nephrectomy. The surgeon stated that the device misfired, resulting in a torn artery, which was repaired immediately. The patient did not suffer complications relating to the event. Event abated after use stopped or dose reduced: yes. Expiration date: unk.